Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were dropping out of pyxis, and no patients were appearing in pyxis at hsc. The issue of patients dropping out of pyxis persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.